Manufacturer narrative:
(B)(4). On the event date (B)(6) 2021. Customer returned pump for an alleged high blood glucoses. Insulin pump passed the a21 error test, displacement test, seat, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. Unit functioning properly. Insulin pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Carelink downloaded and function properly. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. Test reservoir lock properly inside the reservoir tube. The following were noted during visual inspection: cracked reservoir tube lip. Unit passed required testing. Unit functioning properly during testing.

Event description:
Information received by medtronic indicated that customer experienced high blood glucose. The customer¿s blood glucose level was unknown. The customer¿s current blood glucose value was 205 mg/dl. The customer did not experienced symptoms due to high blood glucose. The customer treated high blood glucose with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege under delivery on insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No further patient complications were reported. Troubleshooting was successfully performed however the customer discontinued use of the device.